Manufacturer narrative:
.

Event description:
It was reported that the pt had experienced a loss of therapeutic effect following exposure to theft security gates at a cell phone store. The pt's daughter had requested compatibility info from the company regarding emi and magnets after pt symptoms had returned. The pt was at the clinic; her condition was deemed to be fair. The rep reviewed that stimulation could be reprogrammed and redirected the pt to follow-up with the hcp. The hcp reported, the pt had experienced a return of symptoms; when the devices had turned off, her facial pain had returned. She had checked the products with the programmer; both devices were off. The pt programmer device was used by the pt to turn the products back on. The pt had been able to indicate there was a problem; the pain had increased from zero (with therapy on), to level seven. The pain had improved when the devices were on; the pt had "experienced an increase in intensity when devices are off." The devices appeared to function well after the event. Device settings and mode of treatment reported were: vpm 1.5v, 150 pw, 100 pr +c, 321 pva 4 v, 120 pw c+ 321, pr 135. The location and method of treatment were vpm and pva, for intractable facial pain. After the last programming, the pt's pain level was four. Refer to MFR report #3004209178200800120.